Event description:
It was reported that there were anatomy-related difficulties in securing the attempted right ventricular (rv) lead in the tissue and obtaining desirable electrical numbers. The lead was removed to inspect it for tissue or clots in the helix. No significant issue was found; however, the physician was unable to retract the helix prior to reinsertion and the helix appeared to be slightly bent to one side.  The physician's staff worked on the attempted lead for a while and was eventually able to get the helix to retract but felt the helix may have been bent during the multiple insertion attempts. A different lead was used to complete the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.